Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge. Impact to blood glucose was not provided. Although requested, additional information was not provided.